Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, and since it has not reoccurred, the event was likely due to a temporary contact failure caused by the customer connecting to the video connector receiver without fully drying the video connector. If the electrical contact of the connector is in an unstable state, the image transfer of the scope and the video processor fails, the image becomes unstable, the dimming control is influenced, and the brightness may become unstable. The instructions for use have the following statement which can prevent the event: "before connecting the video connector to the video system center, confirm that the video connector, including the electrical contacts, is completely dry and foreign objects such as detergent remnants, hard water residue, finger grease, dust, and lint are not on the electrical contacts. If the endoscope is used with wet and/or dirty electrical contacts, the endoscope and video system center may malfunction."

Manufacturer narrative:
During troubleshooting, the user facility confirmed that they were not white balancing the scope before the procedure. Follow up with the customer confirms they are no longer experiencing the brightness issue since they have been white balancing consistently. If additional information is obtained a supplemental report will be filed.

Event description:
An olympus representative reported that a user facility was experiencing intermittent issues with the led dimming and brightening randomly. The issue occurred during a cystoscopy procedure. No patient harm or injuries were reported. No additional information has been obtained.